Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported having symptoms of chrome poisoning. Boston scientific technical services (ts) provided information regarding the device and lead components. It was determined that this lead does contain a chromium alloy. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.